Manufacturer narrative:
.

Event description:
The surgeon indicated via operative notes; there had been a disconnection of the extension from the left-sided generator and the product problem was corrected. The generator was replaced. The ipg was returned for analysis with no reason for return. Evaluation of the ipg in 2007, revealed the product had been functionally acceptable, no anomaly was found. The extension has not returned to the MFR. Refer to MFR reports # 6000153200704467, # 2182207200800451, # 2182207200800452, # 6000153200800453, # 6000153200800455.